Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 330cc mentor smooth round high profile saline breast implants experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On april 28, 2022, mentor became aware that patient had explantation on (B)(6) 2022. After several attempts for clarification, the right sided device has been updated to no deflation since the device was not returned. Reason for device explant and/or reoperation: suspected deflation . Manufacturer¿s reference number: (b)(40.